Event description:
It was reported that suspected lead damage occurred during a lead burial procedure. The reason for this procedure was pocket erosion. A plasma blade was used during this procedure, and there was some suspicion that the plasma blade may have done damage to the leads during surgery. The implanted leads were displaying abnormal readings when tested with a generator towards the end of the lead burial procedure. This necessitated lead explant and replacement. No visual damage was apparent on the explanted leads after their removal, and the surgeon stated that the plasma blade was not the causative agent in the compromised leads that were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 1888tc lead; implant date unknown; 1888tc lead, implant date unknown; 4194 lead, implant date unknown. (B)(4).